Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a degraded downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to there being a broken black part on the bottom of the pump cassette area. During the investigation it was found that the downstream occlusion (dso) seal was degraded. There was no patient involvement.